Event description:
It was reported that device entrapment occurred. The opticross 6 hd imaging catheter was fully prepped advanced, without being turned on, for ultrasound examination of the severely calcified target lesion. The catheter and wire became entangled so that access was lost, and the vessel had to be re-wired. The catheter was noted to be kinked at the monorail exchange. There were no patient complications and the procedure was completed successfully with another device.